Manufacturer narrative:
The reported events were loss of capture, impossible to unscrew the lead from the pacemaker despite multiple attempts¿ and ¿damage to the lead¿. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting between conductor coils due to procedural damage to the inner insulation. The reported event of ¿damage to the lead¿ was confirmed. Visual inspection found the outer insulation stretched and cut distal to the connector pin. The cause of the reported event of ¿damage to the lead¿ was consistent with procedural damage. The lead was able to be inserted inside the test device and removed without any restriction. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During an initial implant procedure, loss of capture was observed on the right ventricular (rv) lead. During the repositioning of the rv lead, it was not possible to remove the lead from the header of the device. During the removal, the rv lead was damaged. The rv lead and device were explanted and replaced to resolve the event. The patient was stable.